Event description:
Journal reference: lefaucher jp, curruchage jm, pollin b, et al. Outcome of bilateral subthalamic nucleus stimulation in the treatment of parkinson's disease: correlation with intra-operative multi-unit recordings but not with the type of anesthesia. Eur neurol. 2008;60(4):186-199. To study the clinical outcome and the predicting factors of efficacy of chronic stn stimulation, while dbs electrodes were implanted under local or general anesthesia with intra-operative electrophysiological guidance based on multi-unit recordings. We included a large single-centre cohort of total pts with advanced pd. Clinical evaluation was performed by the unified parkinson's disease rating scale (updrs) before and 1 year after surgical placement of dbs electrodes. The clinical benefit of stn-dbs was shown to depend on the stringency of the selection criteria for the surgery, on the precision of electrode placement and on the long-term optimization of stimulation variables. Reportable event: adverse surgical events consisted of 2 cases of pulmonary embolism that were successfully treated without sequel.